Event description:
It was reported that the device had lifted iui screw pin. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of lifted iui screw pin was confirmed. ¿ on (B)(6) 2026, lvp was received unboxed and with paperwork. ¿ external inspection revealed a lifted ground clip on the iui male (right) connector. ¿ a lifted ground clip on the iui male (right) connector. Unable to determine root cause ¿ recommend bd san diego repair center replace the iui male connector. ¿ unit will be re-tested by bd san diego repair center after repair is completed, then routed through their normal processes. ¿ failure investigation report attached in salesforce. Root cause: a lifted ground clip on the iui male (right) connector. Unable to determine whether this is bd workmanship or a supplier defect or damage. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.